Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display of the external pulse generator had missing segments. It was further requested that the generator receive a new hanger and that an extra battery drawer be returned with the device. The generator was returned for service. It was indicated that the issue was discovered during a routine inspection and that there was no patient involvement.

Event description:
It was reported that the display of the external pulse generator had missing segments. It was further requested that the generator received a new hanger and that an extra battery drawer be returned with the device. The generator was returned for service. It was indicated that the issue was discovered during a routine inspection and that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, it had segments missing, so it was replaced. Analysis also found two side bails, the ring, two side bail covers and the ring cover missing, the upper and lower cases and the battery drawer broken, the battery release, lead flex cover and keyboard pad contaminated and the battery contacts compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.